Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized in the intensive care unit. Reportedly, customer believes the cause was a result of user error due to not understanding how the pump worked. The customer declined to provide additional information regarding the issue.